Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and confirmed understanding of this advice.